Manufacturer narrative:
(B)(6). The device, including implants and suture, were returned for evaluation. A visual inspection of the device found no damage and the implants appeared normal. The device was actuated without difficulty. The root cause of the reported complaint was unable to be determined. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported while using a fast-fix 360 straight needle delivery system after deploying the t1 anchor inside the meniscus and attempting to deploy t2, the t1 anchor came loose. The surgeon pulled the device out of the joint and no implants were left inside the joint. Information received on follow up indicates that there was no additional damage done and the suture did not break off.